Event description:
Note: this report pertains to a jagwire revolution, truetome 39, two trapezoid rx lithotripter baskets, and cre pro wireguided dilatation balloon used during the same procedure. It was reported to boston scientific corporation that a jagwire revolution, truetome 39, two trapezoid rx lithotripter baskets, and cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cbd stone removal procedure to jaundice and cbd stone performed on (B)(6) 2026. During the procedure, after the stone was captured, the basket could not be pulled through the papilla. The trapezoid rx basket was then connected to an alliance handle to perform lithotripsy. During lithotripsy, the basket fractured at the handle end, and the safety release mechanism did not activate to allow release of the stone from the basket. The physician then performed another cre dilation, but the cre balloon developed a small rupture during inflation. Following the rupture of the cre balloon, the physician attempted a partial papillotomy using a truetome. However, the cutting efficiency was poor, possibly due to interference from a cbd stone or the trapezoid basket wire. Additionally, the rotatable tip function of the truetome failed to operate as expected. A second trapezoid rx basket was used; however, this basket handle also fractured during lithotripsy. During the process, the guidewire coating peeled off, so a new guidewire was used. As a result, the basket with the impacted stone was left in the patient, and the procedure was discontinued and rescheduled for the following day. On the next day, the procedure was successfully completed using spyglass and an ehl probe to perform lithotripsy and remove the stone. No patient complications were reported as a result of this event. The patient's condition was reported as fine following the successful completion of the rescheduled procedure.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.